Event description:
It was reported that a multirate large volume infusor leaked. The device contained 0.9% normal saline solution and fluorouracil. After setting up, when the device was left to stand for its subsequent release, liquid was observed outside the membrane of the infusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6, and h10. H4: the lot was manufactured between 23 may 2023 and 24 may 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a pool of fluid located inside the device's bottle which suggested a leak may have occurred. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.